Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. The patient presented for a two (2) year follow up and transesophageal echocardiography (tee) revealed a thrombus on the face of the closure device. The patient taken off asa (acetylsalicylic acid) monotherapy and put back on warfarin medication. There were no patient complications reported. The patient will have another follow up in three (3) months.